Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included bruising, oozing, and discomfort. The physician believes the infection was procedure related. The patient was reportedly healing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.